Event description:
This report is based on information provided by philips bench technician and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device does not pass the tests and a message about the battery appears. Philips bench evaluated the device and determined the device had a discharged battery. Philips bench charged the battery and the device was returned to full functionality resolving the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was the battery being discharged. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips bench charged the battery and the device was returned to full functionality resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.